Manufacturer narrative:
Pro code (product code): qrb.

Event description:
It was reported that the patient was experiencing inadequate pain relief and device location caused discomfort. The patient underwent an implantable pulse generator (ipg) replacement procedure and is stable postoperatively. The explanted device will not be return as it has been disposed of per facility policy.